Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the motor device flex circuits, locking components and cord were damaged. It was noted that the cable ass frayed, the motor thermistor was damaged and the locking mechanism was worn. It was further determined that the device failed pretest for motor thermistor assessment, cable assessment, visual assessment, and safety assessment. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.